Event description:
Dialysis facility reported that on 10/13/92, female patient had a catheter adapter change because of a ruptured o-ring. Adapter had been in use since 4/92. Damaged adapter was discarded. On 10/18/92, patient was admitted to hospital with peritonitis. Dialysis nurse noted that o-ring was protruded and mishapen. Patient placed on tobramycin and vancomycin. On 10/19/92, adapter was replaced. One hour later, this new adapter fell off. Adapter was replaced & patient remained in hospital for three (3) days. Infection has resolved, patient is doing wellinvalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: none or unknown. Results of evaluation: invalid data. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device returned to manufacturer/dealer/distributor, other. Invalid data - on device destroyed/disposed of status.